Event description:
Patient reported obtaining a blood glucose result of 469 mg/dl, while using the suspect device. Patient indicated that, 30 minutes later, while on the phone with a nurse, he retested blood glucose using the suspect device. And obtained a result of 440 mg/dl. Patient was advised to seek treatment at the hospital. Patient stated that, 1.5 hours later, while at the hospital, his blood glucose measured 550 mg/dl, on the suspect device. A vanous sample, obtained from patient within 10 minutes, reportedly measured 93 mg/dl in the facility's lab. Patient indicated that a hospital physician had treated him with a small amount of insulin based on the value of 550 mg/dl. No patient injury was reported. Patient indicated that he was released from the hospital a few hours later. Quality control testing had reportedly been performed on the system and the results fell outside of the acceptable range. At the time of the report, patient no longer had the strips in use at the time of the event.